Manufacturer narrative:
(B)(4). It was reported that the patient under removal of mesh erosion and cutting of anterior mesh arm on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, recurrence, vaginal scarring, erosion and other outcomes following the procedure. It was reported that patient underwent mesh removal from upper anterior paravaginal on 07/13/2006 due to erosion from anterior repair. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystoscopy, anterior and posterior repair; due to vaginal vault prolapse and stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/07/2016.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.